Event description:
It was reported that the right ventricular (rv) lead exhibited noise and a high number of short v-v intervals and short interval counts (sic). It was further reported that the lead had high pacing impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drm implantable cardioverter defibrillator (ICD) (B)(6) 2012. (B)(4).